Manufacturer narrative:
The event of "vascular occlusion" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was discarded. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported injecting a patient in the lip with .5 ml of juvéderm voluma® xc. The doctor ¿occluded a vessel¿ in the lip but noted ¿bruising and tender but no damage.¿ . The patient was treated with hylenex that same day. The event resolved the next day.